Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the implant was removed because it was not working. The patient said they are not able to handle their pain without the device. No further complications were reported.